Manufacturer narrative:
No sample was received by manufacturing for evaluation therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that no additional complaint has been associated with the reported lot number. Because a sample was not returned and the provided lot number did not indicate any other associated complaints, the root cause for the issue experienced by the customer cannot be determined. Some potential causes are improper handling, contact with the blade protective tray or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as damaged tips and damaged cutting edge, are removed from the lot and scrapped. Functional testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Event description:
A customer reported that four knives were dull during separate cataract surgeries. Patient impact information is unknown. Additional information has been requested. Additional information was received clarifying that alternate knives were taken in order to complete the procedures. There was no clinical consequence to any patient.